Event description:
Nursing specialist was setting up unit for a craniotomy procedure priming the handpiece, it was noted that there was no irrigation coming from the tip. Another handpiece was obtained, flash sterilized and installed. Irrigation was ok on priming. Defective tip to be returned.